Manufacturer narrative:
Device evaluation: the harmonic ace instrument was received for failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion. The blade opened and closed properly. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument passed the energy recognition test. No errors were observed. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a recognition issue and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically using a backup harmonic ace instrument.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.